Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The inspiratory and expiratory pressure transducer pcbs (printed circuit board) and the expiratory cassette were replaced. A 5000 h preventive maintenance was also performed. The ventilator then passed all functional and safety tests and was cleared for clinical use. No parts were returned for investigation. Provided ventilator logs confirm the failed internal leakage test during pre-use check. There are no technical error codes in the technical log which indicates that there is no ventilator malfunction. Since no parts were returned for investigation, the exact root cause of the failed internal leakage test during pre-use check has not been determined.

Event description:
Manufacturer's ref#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).